Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: shaky and weak. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-013: user did not press buttons hard enough to engage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for defective button; customer stated that the meter would not turn off. The customer reported feeling shaky and weak; customer stated that she has had a cold for the past week and is unsure if the symptoms are because of that or diabetes. During the call the customer removed the battery from the meter and the meter turned off. Customer then inserted the battery and the meter powered on but did not turn off. Customer attempted to turn meter off by pressing the "s" button and the meter did not turn off.